Manufacturer narrative:
Evaluation summary: the actual lead was not received for evaluation. Performance data from the device was analyzed and no anomalies were found. It was noted by the analyst that the lead impedance trend was in the normal range and stable prior to date of change out.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that during a device change-out procedure, the physician noted a small insulation breach on the proximal end of the right ventricular (rv) lead at the distal end of the collar where the main lead body begins. The rv lead was reprogrammed for unipolar pacing and bipolar sensing. No patient complications have been reported as a result of this event.